Event description:
Journal reference: velasco, et al. Neuromodulation of the centromedian thalamic nuclei in the treatment of generalized seizures and the improvement of the quality of life in patients with lennox-gastaut syndrome. Epilepsia, 2006, 47: 1203-12. The article describes the results from a study that involved a series of patients being treated with bilateral deep brain stimulation (dbs) for management of generalized seizures of the lennox-gastaut syndrome (lgs). Patients have severe generalized tonic-clonic seizures (gtc) and atypical absences (aa). Patients received bilateral dbs systems during the study period. Patient follow-up was performed every 3 and 18 months. A number of patient side effects were noted during the study. Reportable event: a patient experienced a seizure (trauma) related to loss of stimulation due to the rupture of the electrode lead and connector cable at the neck 19 months post implant. Reinitiating stimulation after electrode and extension replacement regained seizure control improvement.